Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation could not be reproduced. The video connector was found to have traces of a sticky substance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer¿s olympus sales representative reported to olympus, there was a b30 scope communication error on the hd camera head during preparation for use for an unknown procedure. It occurred when the camera was checked and the video processor was powered on. The facility has another camera of the same model that works fine with the video processor. There were no reports of patient harm associated with this event.

Event description:
The failure occurred before a therapeutic surgery.

Manufacturer narrative:
Updated fields: b3 and b5 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information provided by the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, there was a communication failure between the camera head and processor. It is likely the b30 scope communication error was a result of sticky material on the video connector blocking communication. This issue is addressed in the instructions for use (IFU): ¿before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and clean. If the camera head is used with the electrical contacts wet and/or dirty, the camera head and video system center may malfunction.¿ olympus will continue to monitor the field performance of this device.